Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. The product was not returned to medtech orthopaedics; however, photos were provided for review. The photo investigation revealed that 5.5 exp verse screw 6.0 x 40 has stripped. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined with the evidence provided. Since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was confirmed as the observed condition of the 5.5 exp verse screw 6.0 x 40 and the event description would contribute to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: a manufacturing record evaluation was performed for the finished device. Part: 199721640; lot: 372848; the product was released on: 17-may-2023. Manufacturing site: jabil le locle. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Additional information received states that no further surgical intervention was necessary. There were no fragments of any type of damaged instruments in the patient. Damage is understood to be the deficiency in the operation of the equipment listed in the report; the malfunction of these parts affected other references such as the locking screws and transpedicular screws.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: added: b5. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Additional information was received and translated as follows: ref 299704310 expidium tab breaker damaged, ref 29704220 damaged in equipment 500070028. 3 screws expidium ref 1997217665 batch: 229716 (2) and batch 341520 (1), 1 screw ref 199721640 batch 372848 are damaged due to closing screws in bad shape. 6 screws ref 199721000 don't block the bar and in the end the screw is damaged. 2 refs 199721001 are damaged because at the moment of change them, they were already damaged and when tightening them the screw threads are damaged.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2024, during the procedure, there were problems for the locking screws working because they did not block the bar after performing the correction required by the specialist. This caused the damaged locking screws and the transpedicular screws with damaged threads to be replaced. This affected the surgical time, extending the time by approximately one (1) hour. The issue also affected the patient because more anesthesia time was required.